Event description:
It was reported that a smiths medical pump was alarming double beep no cassette. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with cracked housing and a scratched screen. The investigation found that the moment the device was powered up it began double beeping. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.